Manufacturer narrative:
The reported events of ¿bending on the proximal half¿ and blood inside the lead body were confirmed but the reported event of difficulty inserting the lead to the introducer was not confirmed. As received, a complete lead was returned for evaluation in one piece with the s-curve height measured within specification. Blood/body fluids were noted inside the inner coil consistent with the observation reported in the field while flushing the lead with saline. Visual examination noted that the lead was bent at the proximal region consistent with procedural damage. The lead was tested with a cps aim catheter and was able to be inserted and removed with no anomalies noted. The cause of the reported event of ¿bending on the proximal half¿ was due to procedural damage.

Event description:
It was reported that during the implant procedure, it was difficult to insert the left ventricular (lv) lead through the introducer. Once the lv lead was placed in the appropriate chamber, the introducer was slit and removed, however, the slitting of the introducer resulted in a dislodgement of the lv lead. The lv lead was explanted and a bend was noted on the proximal half of the lead. Additionally, when flushing the lv lead with saline, blood clots were noted to be exiting the lead tip and the lead did not flush the saline as expected. The lv lead was replaced to resolve the event and the patient was stable.